Event description:
It was reported that a malfunction alarm occurred and that the wake button was sticking. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 90 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, however the alleged wake button issue could not be verified. The information will be used for tracking and trending purposes.